Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. An xtw clip was inserted across the septum. However, the clip was unable to be positioned due to the floppy fossa, causing a loss in height whenever a knob was applied. It was noted that while manipulating the device, it would prolapse into the septum. The clip became caught in the chordae. The clip was able to be freed form the chordae. Tissue damage was observed. The physician decided to remove and replace the device. One clip was then successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.